Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 25 mm trifecta valve was implanted. On (B)(6) 2011, the patient was hospitalized secondary to an infection. Serial echoes obtained on (B)(6) 2011 showed no evidence of edema or thrombus or vegetation. The final diagnosis was endocarditis and the patient was discharged (B)(6) 2011. The valve remains implanted.